Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c7360, dry-doc cannula with disposable obturator 7.0 x 85mm, qty 6 was being used on (B)(6) 2022 during a shoulder arthroscopy and ¿upper edge broke at first use¿. There was no injury or impact to the patient. The procedure was completed with an alternate unknown device. There was no report of a delay. Further assessment found that the device broke in the weld between the stem and the bend. The device fragment did fall into the patient and was retrieved with basket forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: b5-the event date was changed from (B)(6) 2022 to (B)(6) 2021. Manufacturer narrative: reported event of device breaking is confirmed. Customer event ¿upper edge broke at first use¿ was confirmed based on photographic evidence and device evaluation. Visual examination of returned used device, item c6370, lot 1144480 found suture hook broken off at the tip. Broken piece was returned. Suspect, device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c6370 spectrum ii suture hook, medium crescent was being used on (B)(6) 2021 during a shoulder arthroscopy and ¿upper edge broke at first use¿. There was no injury or impact to the patient. The procedure was completed with an alternate unknown device. There was no report of a delay. Further assessment found that the device broke in the weld between the stem and the bend. The device fragment did fall into the patient and was retrieved with basket forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: b5: the device was changed from the c7360 dry-doc cannula with disposable obturator 7.0 x 85mm to the c6370 spectrum ii suture hook, medium crescent. D4 catalog-changed from c7360 to c6370. D1-brand name, common name and FDA product code updated to reflect the device change. Manufacturer narrative: reported event of device breaking is confirmed. Customer event ¿upper edge broke at first use¿ was confirmed based on photographic evidence and device evaluation. Visual examination of returned used device, item c6370, lot 1144480 found suture hook broken off at the tip. Broken piece was returned. Suspect, device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage, and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c6370 spectrum ii suture hook, medium crescent was being used on (B)(6) 2022 during a shoulder arthroscopy and ¿upper edge broke at first use¿. There was no injury or impact to the patient. The procedure was completed with an alternate unknown device. There was no report of a delay. Further assessment found that the device broke in the weld between the stem and the bend. The device fragment did fall into the patient and was retrieved with basket forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(4), dry-doc cannula with disposable obturator 7.0 x 85mm, qty 6 was being used on 11nov22 during a shoulder arthroscopy and ¿upper edge broke at first use¿. There was no injury or impact to the patient. The procedure was completed with an alternate unknown device. There was no report of a delay. Further assessment found that the device broke in the weld between the stem and the bend. The device fragment did fall into the patient and was retrieved with basket forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.